Event description:
A male, with history of hypertension, underwent a percutaneous coronary intervention (pci) procedure in 2008. Pre-procedural medication included low molecular weight heparin (lovenox) and peri-procedural bivalirudin (angiomax) was administered. The pci was performed through a 6 french procedural sheath placed in the right common femoral artery (cfa). At the conclusion of the pci, which lasted approximately 1 hour and 45 minutes, the pt's act was reportedly 303 seconds and the reported blood pressure was 134/76. The mynx device was successfully deployed by a trained operator to achieve right cfa hemostasis. Approximately 24 hours post procedure, the pt developed lower back pain with a drop in blood pressures. An abdominal and pelvic CT scan documented a "developing hematoma with presence of flow." On two days later, doppler ultrasound was performed and was followed by surgical repair of the right femoral artery and transfusion due to continued hypotension. The pt reportedly tolerated the procedure well and was discharged on four days later. No further info has been provided.

Manufacturer narrative:
The device was not returned for evaluation. Based on the limited info provided, the root cause of the reported incident could not be determined. There is no evidence to suggest that the mynx device did not perform as intended. Hematomas are known complications of catheterization procedures, regardless of closure device use. They also occur with manual compression.